Event description:
A dialysis facility nurse reported a system 1000 hemodialysis machine had unacceptable bacterial culture results after the disinfection process performd. There were no pt injuries or medical intervention associated with this incident.